Manufacturer narrative:
Methods: actual device was received for an evaluation and investigation. A visual inspection, flow rate accuracy test and pressure pot tests were conducted. Results: a visual inspection found that the pump was received empty. The pump was refilled to the nominal fill volume of 100 ml. Infusion was verified and the flow accuracy test was performed. After testing, the pump yielded a flow rate that was within specifications with a +/-15% tolerance. The pressure pot test was performed on the flow control tubing without the filter. The tubing was detached from the pump and connected to a pressure gauge. The flow restrictor yielded a flow rate that was within specifications with a +/-15% tolerance. Conclusions: the investigation summary concluded that a fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, the flow control tubing met specifications using the average bladder pressure. The assignable cause of this incident is unknown. It was reported that the pump was filled to 92 ml. The labeled nominal fill volume is 100 ml. The instructions for use (IFU) table 1: delivery time information does not specify an approximate delivery time for 92 ml. A fill volume of 95 ml is required for an approximate delivery time of 46 hours. As previously reported, the device history record (DHR) review indicated that the lot met the process specifications, including the quality control acceptance criteria prior to release. An historical review indicated that no other complaints were reported for this reported incident and related to the same lot number. An IFU (14-60-591-0-03) and a technical bulletin (mk-00585) factors affecting flow rate were sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
Method: the device was reported to be returning for an evaluation and at this time is pending return. A review of the device history record (DHR) for the reported lot number was conducted. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. The DHR was reviewed for the lot number of the manufactured unit. There were no rewords, special conditions, or related nonconformance reports (ncr) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 92ml. Flow rate: 2ml/hr. Procedure: chemotherapy. Cathplace: central line IV. Infusion started: (B)(6) 2015 at 1:00pm. Infusion ended: (B)(6) 2015 at 8:00pm. It was reported that a pump's infusion ended sooner and expected. It was reported that the patient started her 15th chemotherapy cycle and was scheduled to complete the infusion in 46 hours. It was reported that upon returning to the clinic on (B)(6) 2015, the patient reported that the previous day, while at home at approximately 8pm, the patient noticed that she felt flushed and tired. The patient then checked the pump and noticed it was empty. Besides feeling flushed and tired, the patient did not have any adverse reaction or injury. No medical intervention was required. The patient's condition is reported as stable and unremarkable. The device is available for return.